Event description:
The patient was thirty minutes into his dialysis treatment. The dialysis machine went into a high conductivity alarm, which they usually come out of. Instead of coming out of it, the temperature on the machine increased, there were high flow and low flow alarms, and influx error. After troubleshooting did not resolve any of the machines alarms, dialysis was paused. All of the patients blood was safely returned according to protocol. The fresenius 2008t was pulled and fresenius was called to schedule a service on the machine. A new machine was set up and tested. The patient continued his dialysis treatment with no other issues. Clinical manager and rn were made aware. Fresenius will come here to repair the device.